Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-03374/03376).

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformances. Review of the product reveals a broken tip prong, which is indicative of incorrect placement of the juggerknot or incorrect alignment of the juggerknot with the prepared hole.

Event description:
It was reported patient underwent a scapholunate repair procedure on (B)(6) 2014. During the procedure, the shaft of the inserter would not retract for the anchor to deploy into the patient's bone. Subsequently, an attempt was made with four separate juggerknots before the final juggerknot was successfully implanted. There was a delay in procedure greater than 30 minutes.